Event description:
It was reported that the patient was admitted to the hospital and the atrial lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was attempted to be repositioned but the helix would not extend. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.